Event description:
Additional information was received from the manufacturing representative (rep) on 2023-02-24. The rep reported that both the ins and lead were refused to be returned.

Manufacturer narrative:
Continuation of d10: product ID 977a260, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# unknown product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the caller indicated that they presented for a battery replacement case and patient stated that they thought they had a fractured lead. The patient indicated that they had a fall a long time ago. The caller indicated that prior to calling they ran a connection test and it showed electrodes 0-7 all had red indicators and electrodes 8-15 all had green indicators. Ref 0 all values >10000ohms ref 8 1100-1300ohms. The caller reviewed theimpedance table in the session report and reviewed that values of bipoles with electrodes 8-15 were between 1000 and 1600ohms. The values for all bipoles with electrodes 0-7 were displaying a value of >10000ohms. The caller read several values but did not provide specific electrode pairs. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed information about impedances. The caller will follow-up with the patient and physician. On 2023-feb-18 the rep reported the serial number of the lead is unknown because there was no way to identify which lead it was. The account refused to give the lead to the rep to send back. Rep reported the ins was replaced due to end of service. The cause of the fractured lead and high impedances was not reported, just that the patient told the rep they had a bad fall many years ago and was still getting good relief. The fractured lead was replaced and impedances resolved, and the issue has been resolved. Weight was unknown. The information was confirmed with the hcp.